Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic stack. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corner, missing end cap sticker, cracked reservoir tube and loose drive support disk.

Event description:
Customer reported via phone call that the insulin pump had a blank display with 6 different batteries customer's blood glucose was unknown. Customer reported the device alarmed a battery alarm. Customer reported there were cracks on the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.